Event description:
It was reported that when setting up for plif procedure, level 4 - l5 - s1, the consultant discovered the threaded tip of the holding sleeve - long (p/n 03.632.036) had broken off at an unk time. The holding sleeve was pulled from the sterile tray and replaced by another instrument for the procedure. There was no pt involvement with the broken instrument.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info rec'd regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The mfg investigation revealed the device was returned with the shaft contaminated. The contamination does not appear to affect the function of the device. The threaded tip broken along the minor diameter for half of the first the thread from the tip. The shaft has axial scratches indicating use. The specification investigation showed the measurable dimension indicate the product was manufactured to print specifications. It is concluded this complaint is invalid from a mfg standpoint.